Event description:
Pt had a period of bradycardia followed by asystole requiring resuscitation. Monitor alarm was noted to be off as long as 17 hrs, unnoticed by personnel. Alarm off signal at central station is very small and the same color as all the writing around it. The pt was resuscitated but expried within 48 hrs. Health problems included significant cardiac disease, CABG, renal failure and unilateral amputation.